Event description:
The customer reported via phone call that they were hospitalized due to nose bleeding on (B)(6) to (B)(6) 2022 with blood glucose of 500 mg/dl. The customer's current blood glucose is 163 mg/dl. Customer stated they were not able to eat since they got of hospital. Customer was feeling sick. Customer stated they drunk lot of carbonated drink. Customer declined trouble shooting. Customer had to remove insulin pump in hospital. Insulin pump during the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.